Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled easypump ii lt 100-50-s without packaging and one original packed sample. The provided samples were taken to a visual inspection. Damages or other deviations were not detected. As- received condition the clamp clip was closed and the patient connector was not closed with the original wing cap (used sample). Further on we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the used sample. Afterwards the provided samples were subjected to a functional test respectively a leak test was carried out. After starting the pumps and waiting for 60 minutes the used pump did not work (solution was not running). The original packed sample did work (solution was running). After these 60 minutes leakages were not detected at both samples. The provided used sample is not within our specification, hence we judge this complaint to be justified. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from argentina to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. DHR:- device history record. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump doesn't administer medication.